Event description:
It was reported the patient presented in clinic for follow-up with complaints of dizziness. Upon interrogation, it was discovered the atrial lead was oversensing noise that resulted in pacing inhibition and periods of asystole. Programming changes were implemented. The patient was in stable condition.